Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). A 10mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the fifth inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The balloon rupture was confirmed outside of the patient body. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). A 10mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the fifth inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The balloon rupture was confirmed outside of the patient body. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event.